Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complications. Without a sample, the exact root cause cannot be determined. It is unlikely the 11fr sheath was the cause of the hemoptysis as the sheath is short and is unlikely to reach the pulmonary artery. It is possible during the advancement of the abbott guidewire and catheter the vessel wall was damaged and led to the bleeding that caused the hemoptysis. Review of the device history record (DHR) cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the 11 french pinnacle sheath was used during a cardio mems implant procedure. The physician went past the desired location with the carido mema delivery catheter. As the physician pulled the catheter back, both the catheter and abbott command guidewire retreated back into the main pulmonary artery. When attempting to advance the guidewire and delivery system into the target vessel again, the guidewire would not advance. Both the guidewire and delivery catheter were then removed from the patient and flushed. A swan ganz catheter was then placed in the target location and the guidewire was advanced again. After multiple attempts in the wrong branch the guidewire was successfully advanced into the correct target location. The swan ganz catheter was then removed, and the guidewire retreated with it. The swan ganz was placed into the target location again and after multiple attempts in the wrong branch the guidewire was again successfully placed in the correct target location. At this time the patient experienced hemoptysis and the procedure was aborted. The patient was suctioned and maintained oxygen saturations throughout the hemoptysis. No further intervention was required to resolve the hemoptysis. The patient was admitted to the intensive care (ic) for observation and released after twenty-four (24) hours. The 11 french pinnacle sheath was used for the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: territory manager. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.